Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tlc75 instrument would not fire due to firing lever hard in the three quarter position. Another instrument was used to complete the case. There was no consequence to the pt.